Event description:
It was reported that during device preparation, there was no issue removing the protective sheath; however, the device would not pull negative to clear air. The device was set aside and not used. There was no patient involvement and no clinically significant delay in procedure. A similar device was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty in preparing the balloon due to an air leak was confirmed. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.